Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they had a high blood glucose value of 421 mg/dl. Customer's other blood glucose value was 224 mg/dl. Customer reported multiple pump errors alarm. Customer reports they were unable to clear the alarm. Customer reports pump did require rewind. Customer able to complete rewind. The customer was treated with manual injection. The insulin pump was expected to be returned for analysis.

Manufacturer narrative:
Device alarmed unexpected restart after battery change and resets time/date to factory default due to c13 voltage leak at interface board. However, device passed the self-test and displacement test. No unexpected restart alarm noted during testing.